Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stent implantation procedure on (B)(6) 2013. According to the complainant, during the procedure the user could not inflate the stent. Additional information confirmed that the stent failed to deploy and remained on the delivery system. The procedure was completed with another stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine. This event has been deemed MDR reportable based on evaluation results which revealed that the stent was partially deployed.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18 (B)(4) for the evaluation finding of stent partially deployed a visual examination of the returned device found that the stent was partially deployed by 20 mm. It was noted that the clear outer sheath was kinked at several locations along its length. The stainless steel shaft was broken at approximately 130 mm distal to the distal end of the proximal handle. It was noted that the inner was still intact in this area. During analysis it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent or the inner shaft. No issues were noted with the movement of the outer sheath proximally or distally. The outer sheath was dissected longitudinally and no issues were noted with the inside of the outer sheath. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.